Event description:
Urine drug screen (uds) drawn (B)(6) 2016 for toxicology test and was reported with negative results. Urine drug screen repeated (B)(6) 2016 at 1800 with different results of positive for amp/methamp, benzodiazepines, cannabinoids, opiates. Repeat testing of the first specimen showed positive results. Unresponsive patient had a lumbar puncture performed because patient condition could not be explained when the drug screen came back negative.